Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that 2.7mm variable angle locking screws were used with lcp clavicle plate, one of 2.7mm variable angle locking screws were broken. Additional medical treatment was needed as the patient needed surgery for screw removal and replacement. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l pro code: hwc. Not implanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.